Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open small bowel resection, the knife moved all the way but stopped moving back to home position and the jaw did not open at the eighth firing. The knife reverse switch did not function. The manual override lever was used to release the device. No additional treatment was required to complete the case. There were no adverse consequences to the patient. No further information is available.